Manufacturer narrative:
Manufacturer ref. No. (B)(4). Baxter has received and evaluated the device. The reported symptom inoperable keypad was confirmed and reproduced. The #0, #1, and #2 keys were found to have intermittent responses, caused by a failed keypad. As a result, the keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a pump had an inoperable keyboard. There was no patient injury.